Event description:
It was reported that when using the bd pyxis¿ medstation¿ es pockets failed, and the cubies did not pop out. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 4.1 was failed. A field service engineer (fse) logged in as carefusion admin and launched the hardware test application. Then opened drawer 4.1 and were able to release all cubies except row c. The station was shut down, and the cubie tray c was removed to manually release the cubie pockets. Foil fragments were removed from the cubie contacts. The tray and cubies were reinstalled, the drawer was closed, and the station was powered back on. Functional testing was performed in both the hardware test application and the station application successfully. The system functioned as intended after the field service engineer repaired the device.